Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked medication during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked medication during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot number 1711250 for product code 300865 was provided for evaluation by our quality engineer. A device history record review did not reveal any documented issues during the production of lot number 1711250 that could have contributed to the reported issue. As samples were not returned for this incident, ten retained samples of the same lot number were obtained for evaluation. Upon visual inspection to the ten retained sample, no damages or molding defects that could have contributed to leakage were observed. Tip and thread verification tests were performed on the retained samples and all samples were within specification. Leakage testing was performed on the retained samples and all samples performed according to procedure. Based on the investigation results, a cause for the reported incident could not be determined. Since no defect has been found no corrective action is taken.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked medication during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked medication during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, no damages or molding defects could be observed on any of the syringe components. A device history record review did not reveal any issues during the production of lot number 1711250 that could have contributed to the reported incident. Tip and thread verification testing was performed on the returned sample, the sample was found to be within specifications. The syringe was filled with water and no signs of leakage were observed. The syringe was then connected to a tube and no leakage occurred. The syringe remained full and the water was not pulled out from the syringe. Based on the investigation, no defects could be found to support manufacturing related issues for the reported incident. Investigation conclusion: since no defect has been found in sample received, the root cause of the alleged defect is related to user handling.